Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient's pump alarmed back in 2016 and had to be shut down because they couldn't make it in for a refill appointment. No further complications have been reported as a result of this event.